Event description:
The customer reported that there were intermittent image artifacts in one quadrant of the sensor panel. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). The service engineer swapped and reseated the analog a/d boards between two locations. The problem disappeared. He ordered a spare a/d board in case of future problems. (B)(4).